Event description:
It was reported that the catheter was occluded and replaced. The pump was replaced due to end of life. No pt symptoms were reported. The hcp reported the pt outcome as no injury, recovered without sequela. The device system was used to deliver morphine. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.